Event description:
The hcp reported the patient had been admitted through the emergency room for aggressive behavior, wandering, agitation and irritability, was "throwing himself on the floor," and alleging that he had a broken arm. He was hospitalized for cognitive disorder with behavior disturbances and was admitted to the psychiatry and psychotherapy units to receive group and milieu therapy. No new problems arose during the course of this hospitalization; he recovered from the stress of his social and living environment and was discharged. The hcp reported the adverse event was possibly related to the stimulator therapy, or probably related to progression of pd. A CT brain scan taken in 2007, revealed no acute abnormality. Refer to MFR report #6000153200702920.